Manufacturer narrative:
Visual inspection, stereo microscopic inspection and process evaluation were conducted. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
Plates were broken after placement. The patient underwent a secondary surgery to remove them.